Event description:
It was reported that during a routine follow up, oversensing of noise artifacts and pacing inhibition were detected on the ventricular channel. Other parameters were found to be in range, but upon limbs movement and provocation, noise could be seen. As a result, the system was reprogrammed, and the patient will continue to be monitored and re-evaluated in the following months per physician decision. Lead damage is suspected to be the cause of the observations but at this time, no further information is available. No adverse patient effects have been reported. This rv lead remains in service. Additional information was received indicating that the patient attended the facility for a follow up in order to evaluate the reported oversensing and noise observations. No stored episodes with noise were observed upon device interrogation, but noisy signals were identified during provocative maneuvers with the patient. The device was reprogrammed to adjust the sensitivity and no adverse patient effects were reported. The implanted device is expected to be replaced in the near future as the battery only has less than a year of estimated remaining longevity, and lead revision is planned to be performed during that procedure. At this time, this lead remains implanted and in service.

Event description:
It was reported that during a routine follow up, oversensing of noise artifacts and pacing inhibition were detected on the ventricular channel. Other parameters were found to be in range, but upon limbs movement and provocation, noise could be seen. As a result, the system was reprogrammed, and the patient will continue to be monitored and re-evaluated in the following months per physician decision. Lead damage is suspected to be the cause of the observations but at this time, no further information is available. No adverse patient effects have been reported. This rv lead remains in service.

Event description:
It was reported that during a routine follow up, oversensing of noise artifacts and pacing inhibition were detected on the ventricular channel. Other parameters were found to be in range, but upon limbs movement and provocation, noise could be seen. As a result, the system was reprogrammed, and the patient will continue to be monitored and re-evaluated in the following months per physician decision. Lead damage is suspected to be the cause of the observations but at this time, no further information is available. No adverse patient effects have been reported. This rv lead remains in service.